Event description:
During interrogation of this implanted ICD, an external programmer was unable to display the implant's "therapy history" (a log of delivered therapies, stored in the implant), and the programmer displayed a message instead. The programmer successfully reset and reactivated the therapy history, and the ICD remains implanted at this time. Electronic files obtained by the programmer from the implanted ICD, and other electronic files generated by the programmer, have been transmitted to the manufacturer, ela medical, for analysis.

Manufacturer narrative:
A programmer was unable to display certain stored data from this implanted ICD; the device remains implanted at this time. Electronic files from the ICD and programmer have been transmitted to the manufacturer for analysis. A response from the manufacturer is pending.